Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by healthcare professional "I have experienced this, pulled back, re-advanced, multiple time in attempt to get the catheter to advance for proper catheter tip placement. When I pull the wire out of the PICC line, the wire is bend, and in some instances have been almost broke off. The wire is so broken, that it is dangling by a thread. If a piece of the wire were to break off and enter the patient, there would be severe consequences." Additional information received 10/07/2021: it was reported by healthcare professional "the event occurred 5 or 6 months ago. The patient was not harmed, however, I experienced this with more than one patient. I believe that this happened about three times." This report addresses the second of three patients.